Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has been returned to a third-party service center, but the evaluation has not yet begun. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has been returned to a third-party service center, but no errors were found. The device was further evaluated, and contamination was found on the following parts: machine flow sensor, muffler assembly, low flow o2 tubing, and the proximal in-line filter. These parts need to be replaced on the device. Additional findings not related to the malfunction/issue was damage to the vanity cover. This part needs to be replaced. The following part was proactively replaced on the device: air foam inlet filter.